Event description:
Pt was revised due to loosening at the cement/bone interface.

Manufacturer narrative:
No baseline submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. Retained samples from the reported mfg lots were tested and found to meet specifications. The investigation could not verify or draw any conclusions about the reported event; however, insufficient cement mantle, customer storage and operating room conditions were identified as possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Should add'l info be received, the investigation can be reopened. Depuy considers the investigation closed.